Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one device, opened by the account with the appropriate display box and blister packaging in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received with the instrument. No witness marks on the bevel wall were observed on the instrument indicating a proper jaw alignment. Shearing was observed on the toggle switches. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, the first needle fell off into the patient. The patient was okay and the needle was recovered. They changed the needle and the next needle stuck and did not toggle. They could not remove the needle from the jaws of the device. When they tried to remove the needle, it broke. The current patient status is good.